Event description:
It was reported that the balloon on the intra aortic balloon ruptured after eight days of use. The intra aortic balloon was removed and a second placement was not indicated due to the patient's poor condition. The patient expired two days later of causes unrelated to this incident.